Event description:
It was reported that a pump user experienced persistent high blood glucose while using the ilet system, noted large ketones, and later identified a bent infusion set cannula after changing the site; the user administered subcutaneous insulin by injection, observed glucose decline while at the emergency department, returned home, administered additional insulin by injection, and subsequently resumed ilet use without further issues. Symptoms included hyperglycemia with ketones. Outcomes included emergency department evaluation and recovery without complications, followed by continued use of the device. Investigation included troubleshooting guidance for high or low glucose to verify device functionality and provision of replacement supplies along with user education. Investigation of this case revealed a bent cannula at the infusion site as a likely contributor to impaired insulin delivery. It was concluded that the event resolved after site change and manual insulin administration with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.